Event description:
It was reported that the tunneling tool with double port was broken during the implantation when pulling back the extension. The extensions were deformed.

Manufacturer narrative:
(B)(4).